Event description:
It was reported that the insulin pump did not resume after the suspend process on the download. The blood glucose reading was 5.4 mmol/l. The customer was able to physically turn the insulin pump back on in the suspend menu upon troubleshoot. The caller advised that they experienced a spell of high blood glucose levels about 2 weeks prior, which was resolved by programming a temp basal into the device. The caller advised they would see the doctor and review basal settings before attempting to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.